Event description:
The ge oec 9800 fluoroscopy system had poor or diminished image quality. Requested image quality tune-up.

Manufacturer narrative:
A ge service rep investigated the issue and adjusted camera film iris and entrance dose for specification and improved image quality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.